Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of essure device"), device dislocation ("migration of essure device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with surgery (pelvic surgery) and surgery (pelvic surgery). At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, dyspareunia and fatigue outcome was unknown. The reporter considered device dislocation, dyspareunia, fatigue, intra-abdominal haemorrhage and perforation to be related to essure. Diagnostic results: on (B)(6) 2014, hysterosalpingogram; confirmed placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of essure device"), device dislocation ("migration of essure device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 46-year-old female patient who had essure (batch no. B40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, asthma, chickenpox, restless leg syndrome, sleep apnea, depression, melanoma, mood change, hyperlipidemia, ovarian cancer and morbid obesity. Concurrent conditions included melanoma, hot flashes, night sweats, kidney stone, ovarian cyst, uterine fibroid, dysmenorrhea, dyspareunia, hyperplasia, fibroma, urinary tract infection and metastatic carcinoma. The patient also had a family history of hyperlipidemia and ovarian cancer. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amlodipine besilate (norvasc), bupropion hydrochloride (wellbutrin), fluticasone propionate;salmeterol xinafoate (advair), gabapentin (neurontin), iron, metformin, montelukast sodium (singulair), omeprazole and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 8 days after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), fatigue ("fatigue") and device expulsion ("migration of essure device: location of device: uterus"). The patient was treated with surgery (pelvic surgery and pelvic surgery,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes); oophorectom). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, dyspareunia, fatigue and device expulsion outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered device dislocation, device expulsion, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, heavy vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of essure device"), device dislocation ("migration of essure device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 46-year-old female patient who had essure (batch no. B40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, asthma, chickenpox, restless leg syndrome, sleep apnea, depression, melanoma, mood change, hyperlipidemia, ovarian cancer and morbid obesity. Concurrent conditions included melanoma, hot flashes, night sweats, kidney stone, ovarian cyst, uterine fibroid, dysmenorrhea, dyspareunia, hyperplasia, fibroma, urinary tract infection and metastatic carcinoma. The patient also had a family history of hyperlipidemia and ovarian cancer. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amlodipine besilate (norvasc), bupropion hydrochloride (wellbutrin), fluticasone propionate;salmeterol xinafoate (advair), gabapentin (neurontin), iron, metformin, montelukast sodium (singulair), omeprazole and sertraline hydrochloride (zoloft). On (B)(6)2013, the patient had essure inserted. On(B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 8 days after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), fatigue ("fatigue") and device expulsion ("migration of essure device: location of device: uterus"). The patient was treated with surgery (pelvic surgery and pelvic surgery,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes); oophorectom). At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, dyspareunia, fatigue and device expulsion outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered device dislocation, dyspareunia, fatigue, intra-abdominal haemorrhage and perforation to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, heavy vaginal bleeding.~~~~~~~ most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Lot number added. Her demographic was amended. Lab data added. Concomitant medication and condition added. Events: abnormal bleeding (vaginal), menorrhagia, migration of essure device: location of device: uterus, were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.